Event description:
It was reported that during a routine follow up, high impedance and high threshold were observed. Fluoroscopy was inconclusive. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes the lead was capped and replaced.